Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one medtronic guidewire, a dissection occurred. At the beginning of an ischemic ventricular ablation, during epicardial access, an epicardial effusion happened. The physician felt something when inserting the medtronic guidewire into the patient. A pericardiocentesis was performed which removed 700 ml. The bleeding continued so the patient underwent surgery to repair the perforation. The patient is stable. There were no reported product malfunction. No further patient complications have been reported as a result of this event.